Event description:
Smiths medical intl ltd, has been notified of an event that user alleges unit was pretested and after seven days in use air leakage occurred. They checked the cuff pressure with a pressure gauge initially, and used a syringe for the subsequent checks every 8 hours. After checking with a pressure gauge, excessive air had been removed. No adverse outcome to pt.